Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. Reportedly, "inflammation confirmed: anterior chamber lavage performed using vancomycin." It was reported later, "pain developed; vitreous injection and subconjunctival injection performed." The lens was later removed. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.